Event description:
The pt reportedly experiences facial nerve stimulation (fns) in the form of eye twitching during use of her cochlear implant device on the ipsilateral ear. Extensive programming adjustments were made. The problem was not resolved. The pt received botox injection to be followed by add¿l device programming. Once more info becomes available a supplemental report will be submitted.